Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she found air bubbles in the reservoir during troubles shoot for high blood glucose. Customer stated the insulin pump was not rewound with a reservoir in place. Customer was unable to continue troubleshoot as she changed the reservoir first instead of the infusion set. Blood glucose value was 310 mg/dl. Nothing further reported.